Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one powerport isp m.r.I implantable port kit was returned for evaluation. Along with returned sample, one video was provided for review. One introducer needle with a loaded j-tip guidewire in a guidewire hoop was evaluated. Visual, microscopic, functional and dimensional evaluations were performed. The guidewire appeared to be stuck within the introducer needle. No guidewire portion was noted on the needle bevel. Slight uncoiling was noted throughout the guidewire portion proximal to the introducer needle hub. An attempt to advance the j-tip guidewire into the introducer needle was performed and was unsuccessful. The guidewire felt stuck within the introducer needle. The guidewire did not advance within the introducer needle. The guidewire was noted to be bent on the distal portion. Therefore, the investigation is confirmed for the reported guidewire stuck, failure to advance and identified deformation and stretched issues. The video review also confirms the reported events. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a port placement procedure using MRI powerport isp in the right internal jugular vein access site for the treatment of malignant tumor of the breast. During the procedure, it was reported that the guidewire allegedly could not pass due to resistance. There was no reported patient injury.